Event description:
It was reported that the zimmer electric dermatome had a sluggish motor. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
Beginning (B)(6) 2012, u.s. And (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customer were requested to contact zimmer to schedule maintenance for the device in accordance with the instruction for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 10/28/1994 and was last repaired on 5/18/2005. Eval of the device observed the power cord was a non-zimmer part and that the insulator was missing. Additionally, it was noted that the orange rubber seal was melted to the motor casing and that the device was erratic during testing. Prior to repair, the device was outside calibration specifications at all thickness settings. In post-repair, corrosion of the exterior motor casing was observed. Investigation of the power supply revealed the enclosure to the worn and dented. The power switch button was a non-zimmer part. It was noted that the switch opening on the base of the casing was cut in order to enlarge the opening to fit the non-zimmer power switch. Prior to repair, the device met all functional specifications. The customer's reported complaint could not be confirmed; however, improper handling related to cleaning or sterilization, as well as lack of preventative maintenance, most likely caused the damage to the motor over time, potentially causing the customer's reported event as a result. The device was serviced and returned to the customer.